Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold at 2.9 volts at 1.0 volts in clinic with impedance 600 ohms and intrinsic amplitude of 9 milli volts due to rv lead movement which was confirmed via x ray. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.